Event description:
A patient reported experiencing "hypoglycemia" while using a surestep meter. Event occurred about 3 weeks before this report. Patient reported experiencing dry throat, polyuria and ketonuria at time of event. Patient also reported that they had been hallucinating seeing readings in the meter that weren't there. Patient's blood glucose was allegedly 164mg/dl on the ss meter during the time of the event. Patient called an ambulance, and pt's blood glucose was 244mg/dl on the ambulance's meter. After being treated with "five glucose pills", patient's blood glucose became 300mg/dl on paramedics meter. Patient did not provide any further information about the event.